Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through [insert methodology here]. Analysis found that the patient archive did not include a trace pattern. The patient looks to be slightly tilted in the scan, causing the chin and the nose to both be almost perfectly in line as the most anterior point. Ts would suggest potentially cropping out the chin to make the nose the most anterior point, or attempting 3-point trace. The scan was also dated from february. Unknown if any anatomy changes occurred in that time-frame, but suggesting taking scans closer to the surgery date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon was unable to register the patient. The surgeon attempted approximately seven times and each time failed. The surgeon continued the procedure without the use of navigation. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.